Event description:
It was reported by the affiliate during a low anterior resection procedure that a part of staple line was not stapled. It was completed by add'l suture. There was no adverse pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.